Manufacturer narrative:
Investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time.

Event description:
It was reported that the device broke during surgery. A backup device was available to complete the procedure with no significant delay and no patient injuries.

Manufacturer narrative:
One single 72201520 disposable 2.9mm mini magnetic barrel abrader blade returned. These are sold as a box of six. This product is not intended to be or tested to be sold individually. The complaint stated: "shaver blade is broken during surgery." The product was returned broken. The inner blade has been broken into two pieces. The outer blade is also snapped and holding together by a fragment. The shaft is bowed and there is skiving; wear bands on the inner blade's surface. This condition is a symptom of excessive side loading. This is a small scale device which is not intended to have pressure applied. Per IFU: "excessive "side-loading" on the blade during use does not improve cutting performance, and in extreme cases may result in wear and degradation of the inner blade". It was also noted that the inner blade friction sleeves are out of location. The distal sleeve is partially covering the irrigation duct. It is unknown whether this occurred before or during use. There are no other abnormalities reported for this manufacturing lot. The sleeve location is considered an isolated occurrence.